Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient, had a body composition analysis test and after standing on the device her right side started going crazy, she felt stimulation, pain and shocking from the ins down the leg to the foot. Pt reports she turned off the device but her nerves are still pulsing and throbbing. Pat agent reviewed there are no specific guidelines for electronic body fat scale however based on available information there is a low potential for interference. Reviewed risk of momentary increase to stim sensation with exposure to emi. It was recommended that the patient follow up with managing hcp. No further complication noted or anticipated.